Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a total of four axium prime coils were used, and detachment failure occurred with the fourth coil. Manual ("forced") detachment was ineffective, so the coil was retrieved and the embolization was concluded. No patient symptoms or complications were associated with this event. The patient was undergoing embolization surgery for treatment of peripheral vessels during cervical intra-arterial and arterial chemotherapy. It was noted the patient's blood flow and vessel tortuosity were normal (no abnormalities). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was noted there was poor detachment ("dislodgement"). There were 3 attempts to detach using the instant detacher and 1 attempt to detach manually via the hypotube. It was also noted that there were no defects with the instant detacher. Ancillary devices included lamda 17 microcatheter and chikai nexus guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the axium coil used prior to the affected item was functioning properly. The instant detacher could not detach. It is likely that detachment was achieved, but the tail of the coil was caught on the wire tip, preventing successful detachment. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.